Manufacturer narrative:
Additional information: the evaluation of the returned device was completed, and the x-ray revealed that the device was in the third simulated position, and no stents were returned. The singultation slide motion and implantation button motion were functioning properly. The introducer sleeve subassembly motion was smooth and without resistance. The device was disassembled and visually inspected. The injector¿s splay was found broken. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. All devices undergo visual inspection via x-ray per manufacturing internal procedure. A review of the x-ray images for the linked manufacturing index on the device housing revealed that the accepted injector contained three (3) splays and three (3) stents on the trocar that met the required specifications. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection of the trocar and trocar tip identified surface features of the trocar that indicate a tensile failure. No other non-conformance's related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the third stent. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery and the successful implantation of the first two (2) stents (of three stents) from a trabecular microbypass stent system, the trocar tip broke during attempt to implant the third stent. Per report, the surgeon intraoperatively retrieved the trocar remnant with the stent attached, and completed the procedure using a backup device. The report noted that the patient complained of pain during the procedure, and that patient movement may have contributed to the event. Additional information has been requested.

Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).